Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
A review of the site's system logs for the reported procedure date was completed by an intuitive surgical, inc. (Isi) regulatory post market surveillance (rpms) quality engineer. Investigation revealed the following possible related system errors: erbe error: c-34 - high frequency voltage too low in on state. If recurring: integrated electrosurgical unit (iesu) replacement is likely needed. If intermittent: possible magnetic interference (i.e CT scans or other esus). Based on failure analysis, the probable root cause was attributed to a lower voltage than expected during energy activation, which may be indicative of a faulty electrical component within the generator.

Event description:
It was reported that during a da vinci-assisted surgical cholecystectomy procedure, the customer informed the technical support engineer (tse) they received repeated c-34 errors. Prior to calling the customer they undocked, and power cycled the system due to an error and issues with the monopolar hook. The tse viewed the system event logs but found no related entries due to power cycle. After power cycle the customer continued to encounter c-34 errors which were also found in logs. The tse informed the customer that issue was pointing to the integrated electrosurgical unit (iesu). The customer swapped vscs to continue with the procedure. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the nurse informed the procedure was delayed 30 minutes. The procedure was converted to laparoscopic surgery with no increase in port size and no extra ports placed on the patient. There was no patient harm.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. The generator was returned for failure analysis and the reported problem repeated c-34 errors was confirmed and reproduced. The reported problem was able to be confirmed using log to see there was multiple instances 25913. Upon visual inspection there were no issues found that would be related to the reported event. The generator was tested using system, and on startup unit displayed error c-34. The root cause happened in the field c-34 error was triggered indicating a high voltage fault.